Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified delayed keypad response was confirmed and reproduced during evaluation. The delay was caused by a failing processor printed circuit board (pcb). The failing processor pcb was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
During baxter's functional testing it was found that spectrum pump had a delayed keypad response. There was no pt involvement.